Event description:
Pt had problem with vas cath catheter that was replaced 10-13-98; that malfunctioned again - manipulation 10-14-98. Pt does complain of some shortness of breath. Admitted to hosp 11-9-98 for revision of the catheter. During surgery 11-9-98, the physician noted that the distal 1/2 cm to 1 cm was missing - distal tip-blue side. Catheter had been removed & new catheter placed.